Manufacturer narrative:
For one event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow-up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter complained of a discrepant result for 1 patient tested for elecsys tsh v2 on a cobas e 411 analyzer (disk system). 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For the one (1) event summarized: 1. Summary of investigation results: the customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the investigation included a review of the customer's calibration and qc data; the results were within the specified ranges. The field service engineer inspected the analyzer and determined that fluctuating humidity levels in the laboratory had caused the event. He verified the analyzer's performance with successful mechanism checks. Medwatch fields d. Device identification, g1 contact office - manufacturing site, and g4 PMA / 510k (premarket numbers) were updated.